Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal sts plus device was received for product evaluation. No other components accessory was not returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the forward lock position. The anchor was released and hung at the tip of the hemostasis sheath. No other anomalies were noted. Functional testing was performed and the deployment sleeve was moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. When the physician gently pulled back the sheath assembly to position the anchor against the vessel wall with maintaining upward tension on the suture, the anchor was not positioned and the sheath assembly was withdrawn together. Hemostasis failed, and the device was then removed. The device was replaced by another angio-seal device to continue the hemostasis procedure, and hemostasis was successfully achieved. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.